Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. The customer obtained a sensor scan result of 8.4 mmol/l compared to an unspecified reading via competitor brand meter. The customer indicated that after an unspecified amount of time, they experienced a loss of consciousness and was seen by a healthcare professional who obtained a glucose reading of 1.5 mmol/l on their meter. The customer was treated with food and later discharged. There was no report of death or permanent impairment associated with this event.